Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced difficulty charging an implanted neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), for the last couple of weeks. The charging duration increased from 1.5 hours to 2.5 or 3 hours, and the patient was only able to obtain good charge quality instead of excellent. The patient confirmed familiarity with the implant location, had no recent falls or traumas near the implant site, and no significant weight changes. The patient could feel the implant, used the recharger against bare skin, and utilized a belt. Troubleshooting steps included resetting the recharger, closing all apps, and reconnecting to the recharger application, which resolved the issue, allowing the patient to achieve excellent charge quality.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.